Manufacturer narrative:
Device evaluated by manufacturer the nc quantum apex balloon catheter was received. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred.the quantum apex 15x3.0mm balloon catheter was selected for use. The balloon ruptured at nominal pressure. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The quantum apex 15x3.0mm balloon catheter was selected for use. The balloon ruptured at nominal pressure. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)